Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 64 mm in length thoracic descending di ssection type b. A follow up CT with contrast identified a new false lumen (intimal) perfusion resulting vessel perforation, distal to the stent graft. It was reported that a secondary procedure was performed to resolve the false lumen enlargement and the false lumen patency. The investigator implanted a valiant stent graft distally. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4)